Manufacturer narrative:
No product investigation is required as this case is related to a delivery/shipping issue. Adc customer service provided the replacement of the product on a previous case (case # (B)(4)) and its delivery was on (B)(6) 2011. Affected test strip lot # 45001a872: report was submitted as part of summary report sent to the FDA on 21 jan 2011 (MDR # 2954323-2011-51406).

Event description:
The customer's caregiver reported the customer experienced a seizure due to being unable to test as frequently as necessary while he was waiting for the replacement of recalled test strips (recall related to adc fa1197-2010) and he did not want to use a recalled lot (# 45001a872). The paramedics were called and the customer's caregiver reported the customer was treated with glucose intravenously and transported to health care facility where he was diagnosed with hypoglycemia and kept being treated with intravenous glucose for several hours. There was no report of death or permanent impairment associated with this event.